Event description:
On (B)(6) 2025, I had three dexcom g7 sensors from the lot 1724249001 fail. This is a whole month of sensors gone in 24 hours. I am unable to get more sensors at the moment because of my insurance. Again, it is a month early. Dexcom said they would be sending replacements, and I still have not gotten shipping info 7 days later. They claim to have distribution/fed ex issues. Reference reports# mw5165534, mw5165536.